Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No blank display during our testing. No damage found on the lcd isolation tape noted. The insulin pump was cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the buttons weren't responding. The device wouldn't turn back on when the battery was replaced. Customer's blood glucose was unknown. The insulin pump is being returned for further analysis.